Event description:
It was reported that the user experienced recent low blood glucose readings while using the ilet and does not announce meals, with the pattern suggesting potential maladaptation; the agent advised that dosing cannot be manually adjusted on the device and that targets may be changed by a medical professional, and provided troubleshooting and education, with the user requesting additional training. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no alerts or alarms reported. Investigation included review of device data and user logs, assessment of user technique and therapy use, and provision of education regarding meal announcement and hypoglycemia management. Investigation of this case revealed no device alarms or malfunctions and indicated user behavior consistent with non-announcement of meals and possible overtreatment of hypoglycemia contributing to low readings. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.